Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 05/06/2011, 05/12/2011, and 05/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the surgeon inserted the lens (posterior chamber iol) and immediately removed it. During the same surgical procedure, he requested an alternate lens (anterior chamber iol) which he inserted and also had to remove. The nurse reported the surgeon decided not to put in an iol at that time and aborted the surgery. Additional info has been requested.